Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte luer access split septum experienced leakage.the following information was provided by the initial reporter, translated from chinese to english:the leakage of fluid at the joint appeared in clinical use.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: the leakage of fluid at the joint appeared in clinical use